Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 5s-a drawers 4.2 and 7 failed and were not detected on bus. The customer had already rebooted the station and attempted recovery; however, the issue continued to persist with no resolution. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 4.2 and 7 was not detected on the bus. A field service engineer (fse) removed back panel of auxiliary drawer 7 and found that there were no lights on the drawer controller board, hence replaced the board and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.